Event description:
The hcp reported that the pump was refilled in 2004 following aspiration of 6 ml of fluid. "The longer needle had to be used for the refill, as it is about 1 and 1/2 inches deep. The needle was bent on the ends, as it hit the back side of the pump. 18 ml of new solution placed into reservoir." The hcp reported the pump port is difficult to feel due to obesity. The pt experienced itching following the refill, but left the office alert, with a balanced gait and pupils in "middle position." The pt presented to the e.r. The evening of same day after experiencing drowsiness and vomiting. On arrival the pupils were smaller than expected, but reactive; spo2 was about 90%. The pt was oriented and answered questions appropriately. The hcp suspected that at least part of the pump injection must have gone into the subcutaneous tissue and was absorbed, triggering an opioid overdose. However, due to the relatively rapid decline of symptoms, "it seems logical that most of the expected 14 ml did not have contact with subcutaneous tissue where blood absorption could occur." The pump was reprogrammed to a slower rate of delivery. The pt was admitted to the hosp for observation and monitoring overnight. They returned to the hcp's office the following morning for refill of the pump under fluoroscopy due to the previous difficulty in refilling the pump and the subsequent accidental subcutaneous injection of medication. The pt recovered without sequela.